Manufacturer narrative:
(B)(4). Though requested, patient weight was not provided; however, the patient was described as large but not morbidly obese. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the inspection criteria a cause for the reported event and associated patient effects was related to the operational context of using the device, in a reportedly large patient, with a history of prior arteriotomy (scarring). Review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second, third and fourth proglide were used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.